Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient's representative regarding an external device. It was reported that they were receiving a handset error. Caller stated that the patient was charging but it would not connect properly. Caller also stated that the message flashed on the handset screen, but they did not know the exact message except to call the manufacturer. Caller confirmed that the patient¿s implant charge increased from 40% to 60%, but the communicator had problems connecting. Caller stated they contacted the manufacturer representative (rep) over the weekend (friday and saturday) and the rep returned the call on saturday and they went through some stuff, and on both friday and saturday, the rep was able to get the system working. Caller also stated the rep advised them to continue, but they continued to have difficulty connecting. When they attempted to connect again this morning, the handset displayed ¿excellent connection¿. They then attempted to check the battery status and it did report that, and at that point, the error message appeared. Caller stated that the message disappeared as soon as they touched the screen. Caller confirmed that bluetooth was on and airplane mode was off. Agent had caller close all applications, place the wireless recharger (wr) over the patient's implant and launch the recharger application. Caller confirmed the implant was charging at 70% with values of 0- .0 to 1-1. Caller repositioned the wr. Caller commented that the patient's implant was too low and that it was difficult to find a position. Caller confirmed the implant was charging at 70% with a good connection. Agent had caller turn off the wr, close all applications, launch mystim rc, turn on the communicator and press "connect". Caller commented that the bluetooth signal was very weak. Caller confirmed they were able to connect to the patient's implant and view the therapy information. Caller confirmed that the therapy was on and that the communicator battery was 100%. Agent had caller close all applications, turn on the wr, relaunch the recharger application and attempt to connect. Caller confirmed the implant was charging at 70% with a good connection. For the event date, caller stated last thursday and mentioned that they had experienced problems from the very beginning because the communicator would not connect. Agent reviewed information and advised the caller to continue monitoring the issue, obtain the service code or exact message, and call back if the issue persisted.